Manufacturer narrative:
Device will be evaluated upon return to manufacturer.

Event description:
The manufacturer was notified on 06 nov 2015 that a mitroflow valve (model 12a, size 27) explanted after 4.9 years due to central aortic insufficiency. Tear was observed at two commissures during explantation. No other information was provided.

Manufacturer narrative:
Corrected device available from "yes" to "no" because device was not returned to manufacturer. Corrected device evaluated by manufacturer from "yes" to "no" because device was not returned to manufacturer. Manufacturer narrative - because the device was not returned and no further information was available, livanova's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a, size 27 mitroflow aortic pericardial heart valve at the time of manufacture and release.